Event description:
On (B)(6) 2022, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that the patient experienced "pneumothorax. Massive- supra and sub- mesocolic pneumoperitoneum" and "pulmonary embolism in the right lower lobar segment". On (B)(6) 2022, the patient experienced abdominal pain in connection with the pneumoperitoneum. It was reported that the patient was treated with intravenous unknown ppi, and probabilistic IV flagyl for 5-7 days. It was reported that the patient's abdominal pain has decreased.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.